Event description:
It was reported that during a knee arthroscopy after a few minutes of use, some metallic particles came off from the device. They managed to suck up the particles to leave the site clean. No significant delay or patient injury reported.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution